Event description:
Procedure type: ileal conduit construction. According to the reporter: the device fired and cut but no staples deployed. The surgeon manually hand sutured to complete the surgery. The stapler has inspected by the account and staples were not found in neither the instrument nor the pt cavity. Nothing fell into the pt cavity. There was no bleeding reporter in excess of 500cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss. There was no unanticipated tissue damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)